Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to download to the care link software due to displayable history crc check failed on startup alarm displayed on alarm history screen. The device alarmed displayable history crc check failed on startup due to corrupted history file. The device passed self test and unexpected restart error test. No unexpected restart alarms occurred during testing. No cosmetic damage was noted during physical inspection.

Event description:
Customer called to report the insulin pump alarmed during normal use. Blood glucose reading was 103 mg/dl. The insulin pump had experienced an unexpected restart. Advised that the insulin will be replaced. Nothing further reported.